Event description:
It was reported that the device inappropriate delivered high voltage therapy for atrial fibrillation. The physician alleged the device performed as expected based on the programmed settings. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.